Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.9 inr, qc 2: 5.7 inr, qc 3: 5.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 11:20 a.m. Was >8.0 inr. The result from the meter at 11:22 a.m. Was 2.4 inr. The result from the meter at 11:25 a.m. Was 2.4 inr. Different fingers were used for each test. The patient¿s therapeutic range is 2.0-3.0 inr.